Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. Device had intermittent button response on up arrow button due to corroded keypad traces. No unexpected number ramping or scroll bar moving with no input noted. Device had a scratched display window, cracked case at display window corner lower left and lower right corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. Customer stated she was attempting to deliver a bolus when display started to ramp up. The blood glucose at the time of the incident was 288 mg/dl. Troubleshooting was not able to resolve the issue. Customer also reported having high blood glucose and was advised to do complete set change. The device was returned for analysis.